Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a dissection of the right iliac artery occurred during insertion of the solopath sheath. Nitinol stents were placed in the right common iliac artery and external iliac artery. No additional adverse patient effects have been reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).